Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had small amount of ketones. The customer's blood glucose was high mg/dl at the time of incident. The customer's blood glucose was 225 mg/dl at the time of call. The customer's blood glucose was 145 mg/dl at the end of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated they experienced nausea. The insulin pump will not be returned for analysis.